Manufacturer narrative:
Media review: procedural media was provided to aid in the investigation and was reviewed by a boston scientific medical director. Four (4) short fluoroscopy video loops and one (1) fluoroscopy still image were provided for review. Contrast injection showed a broccoli-shaped left atrial appendage with multiple lobes. The watchman laa closure device was positioned at the ostium and contrast injection did not show any contrast flow into the distal appendage. However, the device shape suggested that there was a low compression of the device. The device embolization was not shown in the media. In conclusion, the media was limited but it is possible that low compression of the device contributed to the device embolization.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 30mm watchman closure device was implanted. The following day the closure device was noted to have migrated and was stuck in the mitral valve. The patient was transferred to a different hospital and a thoracotomy was performed to remove the closure device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 30mm watchman closure device was implanted. The following day the closure device was noted to have migrated and was stuck in the mitral valve. The patient was transferred to a different hospital and a thoracotomy was performed to remove the closure device.